Event description:
It was reported by customer during routine checks that cardiosave intra aortic balloon pump (iabp) had helium leak. No patient involvement.

Manufacturer narrative:
Due to character limit:e1(initial reporter (B)(6). A getinge field service engineer (fse) evaluated the unit and identified a torn o ring as the cause of the issue. The o ring was replaced, and an additional spare o ring was provided to the customer.following replacement, the helium consumption returned to normal and the device was confirmed to be operating properly. All functional and safety checks were completed successfully. The replaced part was retained by the customer.